Event description:
It was reported that the pump touch screen was cracked and was delayed in responding to presses. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.